Event description:
The customer reported that she is currently in (B)(6) and the insulin pump alarmed button error. Customer stated that it was very in (B)(6) she changed the battery and still gave her button error alarm. Customer's blood glucose was 203 mg/dl. Troubleshooting was done. Customer stated the insulin pump might have been exposed to moisture due to she was sweating a lot while jogging. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.